Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed due to the trunk cable being pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The belt did not pass falloff testing. The root cause of the physical damage to the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.